Manufacturer narrative:
The manufacturing records for the production lot of the device were reviewed and no abnormalities were found. The device involved in the event was not returned. Only the photos of the fractured device (without the catheter tube) were provided. The photos were examined and judging from this review a possible cause of this fracture is that repeated bending of the catheter base occurred during the indwelling because of insufficient fixation of the device to the patient's body. This resulted in a decrease in tensile strength of the catheter base to a point where the catheter could not withstand the pull force during removal from the patient's body and fractured.

Event description:
On (B)(6) 2017 at the (B)(6) hospital in (B)(6) it was reported that supercath5 safety i.v. Catheter was fractured at the catheter base when being pulled out of the patient's body during a procedure. The fractured portion was not detected on x-rays at the time but was later discovered with CT scan and surgically removed thereafter. There was no reported patient injury as a result of this event.